Event description:
Weak/torn mesh: during a procedure in 2000 as the physician attempted to place the sepramesh, the mesh was noted to have holes in it and failed to remain in place. Reportedly, the surgeon had handled the mesh with automatic graspers and when he stretched the mesh and applied tacks the product ripped when the tackers were placed and the mesh "fell down" and the tacks remained in place. It was reported that the mesh was not hydrated prior to use as indicated in the directions. No pt injury was reported as a result of this event. No additional info is anticipated.